Event description:
This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Reliability engineering evaluated the device and the reported problem was confirmed. This condition was likely due to normal wear out from use over time.

Event description:
The user facility reports the battery reciprocator would not run. It is reported multiple batteries were tested with the same results. It is also reported event did not occur during a surgical procedure, no patient involvement.

Manufacturer narrative:
Device was used for treatment not diagnosis. These fields were submitted in error. After further review, this file has been deemed non-reportable by post market risk management. Placeholder.